Event description:
It was reported that the customer experienced alarm 2 followed by alarm 26, which caused their blood glucose level to be displayed as "high," indicating it exceeded 500 mg/dl. To address the high blood glucose level, the customer administered a corrective injection via manual delivery and did not require assistance from a third party. The customer resolved the issue by changing the infusion set and cartridge, subsequently resuming insulin delivery. There was no need for additional assistance, and the case was closed.